Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the ground wire. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a ground wire malfunction or if the part stops working; the resulting failure modes could occur. Improper sensing performance of the liquid sensing system. This failure mode has the potential to alter staining.

Event description:
Customer complaint record reported the event as follows: false negative staining. No direct or indirect patient harm or user harm have been reported.